Manufacturer narrative:
The damage found was sustained during the surgical procedure. Only a partial lead, measuring 14.8 cm was returned. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ICD was explanted due to no communication after external defibrillation was applied. ICD analysis revealed arcing to the ICD can caused by a damaged lead.